Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: sterile - part part: 04.614.018s, lot: 2l20832, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 08. Nov. 2018, expiry date: 01. Oct. 2028. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: part: 04.614.018, lot: h730643, manufacturing site: brandywine. Description of DHR review: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint action. Visual inspection: the polyaxial screw was returned in a used condition, such as marks and scratches on the surface. The inner thread at the head-part is partially stripped off. No other visual damage could be observed at the blade. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: could not be performed due to the damage incurred. However, dimensional inspection was performed per 100% at the time of manufacturing with no non-conformities documented. Document/ specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Surgical technique. Conclusion: the complaint condition is confirmed due to the damages found on the device.however, based on the findings above no fault could be found in material or during the production. This kind of damage is typically consistent with a misalignment event. Misalignment takes place when the connection between the involved parts are not parallel or not angular. This situation, increases friction along the bearing surfaces and can turn into a damage and can compromise the functionality of the device. To prevent such problems, please follow the instruction in the technique guide for screwdriver assembly and for process step insert screw. Based on the findings above and the condition of the device, we can confirm that no manufacturing related issue could be found which could have caused or contributed to the reported malfunction. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: kwp, mnh, mni. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient had a posterior cervical fusion treating cervical myelopathy in c2-7 on (B)(6) 2020. During the procedure, when screw was mounted on a screwdriver, the screw cross threaded. There was 20 minutes delay. It was unknown if the procedure completed successfully. The patient outcome unknown. Concomitant device reported: unknown screwdriver (part # unknown, lot # unknown, quantity 1), vectra plate (part # 04.613.020s, lot # 9775396, quantity 1). This complaint involves one (1) device. This report is for (1) 3.5mm ti cancellous polyaxial screw 18mm. This is report 1 of 1 (B)(4).